Manufacturer narrative:
The customer¿s allegation of discrepant results, could not be reproduced in the investigation. The assay is performing within its clinically-validated claims. Potential causes of the observed discrepant results include, but are not limited to the following: ¿ contamination or non-specific amplification: cross-contamination during sample prep could introduce the target into a negative sample. In some cases, sample interferences/contaminants could cause amplification of something other than the target. ¿ sample mix-up. ¿ differences in technology. ----------- device code was updated to non reproducible results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from estonia alleged discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. For both patients the alleged samples initially generated a positive result for influenza a and sars-cov-2 (negative for influenza b). The same samples were retested and generated negative results. For one patient, a separate cobas liat analyzer was used for the retest; it is unknown if the same or a separate cobas liat analyzer was used for the retest of the other patient. It is unknown if the results were reported. No harm was alleged. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
An investigation is in progress. A follow-up report will be filed upon the completion of the investigation.